Event description:
Follow up report, please see original report dated 10/09/2005 sent to FDA on oct 21 2005.

Event description:
A patient was lying prone on a surgical table, having a procedure performed (a lumbar transforaminal epidural steroid injection) with fluoroscopic guidance. With the ziehm c-arm in a position to show a lateral view. Doctor requested that the c-arm be positioned to show an anterior-posterior view of the lumbar spine. As the radiology technician was adjusting the c-arm position, the ziehm equipment demonstrator released a control on the c-arm, causing it to suddenly slide forward, and an edge of the c-arm struck the needle. The patient cried out in pain, and stated that she felt a pain that radiated down her leg. The needle was then withdrawn from the patient. After observing her for a short time, she was discharged, after she denied any pain, weakness or numbness in her lower extremity. On a subsequent visit, doctor examined her, due to complaints of residual numbness and weakness, and noted some decreased motor strength and mild hypoesthesia in the l5 nerve distribution.